Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. Based on previous investigations, the reported event can be attributed to user handling. The instruction manual contains several warning statements in an effort to prevent the polyloop device from getting stuck inside the sheath. ¿before use, prepare and inspect the instrument as instructed. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. Do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation.¿

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure the poly loop became stuck and while trying to cut the loop the spring in the handle broke in three pieces. No device fragment fell into the patient. It was reported that the loop had been inserted to resolve bleeding at the stalk of the removal site. The sheath was cut from the outside of the scope and the scope was reinserted to confirm that the poly loop had deployed. The surgeon then removed the poly loop. The patient was administered the sedative propofol and the intended procedure was completed. The procedure was prolonged for an unspecified duration of time. There was no patient injury reported. Additionally, the device and its packaging were inspected prior to use with no anomalies found.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdt to fhn.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, and to correct the device lot number and update manufacture date. The device was returned to olympus for evaluation. The reported complaint was confirmed. A visual inspection was performed on the received device and found the coil sheath and manipulation wire from the handle broken apart. Due to the returned condition of the device no evaluation could be performed; however, based on similar reports, the damage to the coil sheath and manipulation wire can be attributed to excessive stress and user mishandling during use.